Event description:
It was reported that battery pack of the interpulse handpiece with coaxial fan spray tip heated up toward the end of a procedure. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A partial unit was returned for evaluation. Only the battery holder and batteries were received. Handpiece and electrical system were not returned. Overheated indications (melted plastic) were observed near 3 spring¿s areas. Since an incomplete unit was returned no additional testing / evaluation can be performed. Therefore, the claimed condition was confirmed. The device was scrapped at the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received by manufacturer.

Event description:
It was reported that battery pack of the interpulse handpiece with coaxial fan spray tip heated up toward the end of a procedure. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.